Event description:
Test strip vial used with the blood glucose monitoring device had a rubbed off lot number. Reporter stated no actions were taken and no treatment received as a result of the alleged event. A request was made for the return of the suspect device and replacement product was sent.